Event description:
Customer reports all devices at the facility tested positive for ntm.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports that devices at the facility have tested positive for ntm. The device has not been received by cardioquip and therefore a full investigation of the suspected device and subsequent repair and inspection has not been able to be performed.

Event description:
Customer reports all devices at the facility tested positive for ntm.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.